Event description:
Supplier coordinator of the facility reported to baxter (B)(4) of an extension set with wide bore tubing in which operator detected no flow of unknown medication. The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an extension set with wide bore tubing in which operator detected no flow of unknown medication wasn't confirmed during sample evaluation. One actual defective sample was available at the plant for evaluation. No defects were observed during visual infection. Gravity test and flow test were performed on the returned sample. There was no defect observed during these tests. The sample was working within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.